Event description:
The customer's father reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 208 mg/dl. The father felt that the hospitalization was caused by the infusion sets that the customer was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.